Event description:
Customer reports that the gantry collided with a pt on the table. The gantry was moving from gantry angle 300 to 330 iec scale, the couch was at 95, collimator was at 80. The therapist started moving gantry before going to next couch position of 20 degrees which would avoided collision. The field service rep (fsr) reported that the pt was seen by the emergency room in the hospital and that CT scan and x-rays had been taken. No further info on the pts status was provided by the customer.

Manufacturer narrative:
The machine in question as checked by a varian service rep (fsr) and there were no problems found with the machine, the in-room cameras and monitors were also found not to have problems. In follow-up with the customer site; the pt is a (B)(6) female that was being treated to the brain when the event occurred. The pt was seen in the emergency room, however no further info from that eval could be shared by the customer due to hippa regulations. The pt has since returned for radiotherapy treatment and is expected to complete the planned course of treatment. In a follow-up communication with the varian service rep it was re-confirmed that the in-room cameras and monitors were functioning correctly at the time and all indications are the therapist was not paying appropriate attention when they rotated the gantry, and also, as the service rep reports, had the therapist correctly repositioned the couch to 20 degree rotation beforehand for the next field, they would have avoided the collision entirely. Root cause: this event appears to be the result of use error, as the machine was under the direct control of the therapist at the time of the event and there is no evidence of a machine malfunction or anomaly. Varian's user documentation clearly emphasizes the need for vigilance whenever operating the machine. The customer will be notified of this investigations finding. No add'l follow-up to this MDR is expected.